Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The field service engineer (fse) evaluated the device and verified the reported condition. The oxygen (o2) standard liters per minute (slpm) was out of specifications. To address the issue, the data acquisition (da) printed circuit board (pcb) was replaced. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator had the carbon dioxide (co2) was failing. The ventilator was not in use on a patient at the time of the event occurred.